Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "rupture," "indentations," and a "crease has separated from something inside." Healthcare professional reported "rippling." Another healthcare professional reported a right side rupture. The device remains implanted.